Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call of low blood glucose of 47mg/dl and treated with sugar. Nurse indicated that the pump alarmed failed battery and required assistance. Nurse indicated that customer's blood glucose value was 248mg/dl at the time of the call. There was no indication that the insulin pump over delivered insulin and that the pump programming is correct. The nurse was assisted with troubleshooting and the issue was resolved. Nurse was advised to monitor the pump and blood glucose and have the customer call back if any further issues.